Event description:
Patient experienced nausea and bloating that distended abdomen and patient ended up being hospitalized due to bleeding with ureteral stent placement. Prescriber is not aware, but patient was under care of providers from the hospital. Patient is now discharged. Unknown exact date/duration of hospital stay. No further info provided. Reported to (B)(6) by pt/caregiver.